Manufacturer narrative:
A replacement breastpump was sent to the customer and it was requested that the customer return her pump for evaluation. The product was not returned to date for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer called to report that she had an active thrush infection. The infection started while pumping with her pump in style advanced breast pump and she was taking diflucan that was prescribed by her physician for treatment. She has a follow up appointment with the doctor in two weeks.